Event description:
It was reported the patient received several inappropriate therapies due to oversensing on the ventricular lead. The patient was hospitalized for observation. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and there was oversensing, with 15 - ventricular nst <=215 ms on (B)(6) 2011 in the timeframe between 08:35:27 and 08:44:11. In addition, there were 44 - vf<=210 ms average v-cycle between (B)(6) 2010 15:37:20 and (B)(6) 2011 08:44:18.